Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the surgeon fired the stapler on the tissue and most of the staples fell out he used second loading unit and its happened again. The surgeon decided to take a new stapler. No reinforcement material used.